Manufacturer narrative:
The implant date reflects the date the patient was implanted with the lvad. Approximate age of device: 2 years and 11 months (calculated from the date the mobile power unit issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that system controller history interrogation performed by the hospital clinician revealed multiple no external power alarms. The manufacturer's technical services representative reviewed the submitted log files and confirmed the no external power alarms while the mobile power unit was utilized. It was reported that the cause for the no external power alarm could not be confirmed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. The report of no external power alarms was confirmed based on the evaluation of the submitted log file. The log file captured multiple no external power alarms with corresponding low voltage alarms. The event occurred while the system was operating on an mobile power unit (mpu) and appeared to be due to a loss of power to the mpu. The pump was supported by the system controller's internal backup battery during the event and continued to operate at the set speed. A specific root cause of the captured event could not be determined. Mpu-20378 was manufactured prior to the a/c power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.